Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the monitor was unable to power on. The cause of this service code was that the c1 capacitor shorted which shorted the 12v line and damaged the l1, l2, and d1 components. The cause of the inability to complete testing and the inability to power on is the c1. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.